Manufacturer narrative:
The customer alleged discrepant results for an additional patient's sample tested on (B)(6) 2023: initial result: 5.39 pg/ml. 1st repeat result: 4.94 pg/ml. 2nd repeat result: 10.31 pg/ml. 3rd repeat result: 6.19 pg/ml. The getlog data was provided covering the period from (B)(6) 2023 1:10 am until (B)(6) 2023 11:29 pm. According to the getlog, the questionable results were not measured from the same sample container and occurred from different positions in the rack. Sample foam detection (sfd) images were provided and showed that the sample in question had a film and particles on the surface. The investigation did not identify a product problem. The cause was due to issues with the plasma tube, lithium heparin (spray coated) used by the customer, leading to an issue in the sample quality.

Manufacturer narrative:
The tropinin reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys troponin assay on a cobas e801 immunoassay analyzer. Initial result: 5.39. 1st repeat result: 10.030. 2nd repeat result: 6.19. The units of measurement were not provided.

Manufacturer narrative:
The medical device problem code was updated. The customer alleged discrepant results for an additional patient's sample tested on line 2 compared to line 1. Line 2: initial result: 8.72 1st repeat result: 12.10 2nd repeat result: 7.87. Line 1: 3rd repeat result: 5.38 4th repeat result: 5.46. The getlog and sample foam detection images from line 2 were requested but not provided. A recent onsite investigation at the customer's laboratory identified issues with the plasma serum tube samples, notably the formation of a film and particles on the sample surface. The cause of the event was consistent with an issue in the sample quality.